Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: reused strip (that is still wet) note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The customer's grand daughter is calling on her behalf. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report feeling disoriented. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2017, the customer was able to run a blood test of 97mg/dl (fasting). The product is location is undisclosed. The test strip lot manufacturer's expiration date is 07/28/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history (date / time not set): customer is getting the error after the sample is applied.